Event description:
It was reported that after implantation of the iab in the femoral artery, the balloon would not fully inflate. Because of this, the iab was removed and replaced. There were no patient complications.